Event description:
Baxter "povidone iodine leaked from the connection between a transfer set end and the mini cap." The date of how long the transfer set was in use in unk. There was no pt injury or medical intervention reported.

Manufacturer narrative:
A sample has been requested for evaluation.